Event description:
It was reported to boston scientific corporation that an unknown boston scientific corporation pelvic floor repair kit was implanted on (B)(6) 2012 in an attempt to repair a paravaginal defect, bladder defect and rectocele. According to the patient, within weeks the device ¿failed.¿ all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.